Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6, b3, e1 (telephone number), h6. (Type of investigation, investigation findings, component codes, investigation conclusions) a getinge fse, pim was replaced and the device has passed pre-use checks and all factory-specified performance and safety tests)

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the iab loop leak alarm on the cardiosave intra-aortic balloon pump (iabp) device. The device was promptly replaced with another one, preventing any personal injury. There was no patient harm or injury reported.